Event description:
It was reported that the left monitor on the 9800 system had distorted images and an error code was displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure coud not be duplicated. The system was tested and found to be working as intended and put back into svc.